Manufacturer narrative:
This is the first and only complaint reported on this lot#. We will submit a final emdr once the investigation will be completed.

Event description:
After placing the metal back, the operator was ready to drill the glenoid with the drill bit model # 9084.20.080, lot# 14h3488. According to the info reported, the drill guide was positioned above the metal back upper hole and the drill bit was assembled with its flexible mandrel when it broke before entering the bone, just after the engine was activated. No prolonged surgery time and no reported consequences for the patient. Surgery was concluded by using a non-lima drill bit with the same diameter. Event happened in (B)(6).